Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory cassette was replaced and returned for further investigation. The reported issue could not be reproduced during investigation. No alarms were generated and there was no auto-triggering. The technical alarm expiratory flow measuring error was not reproduced during the test period. The evaluation of the received logs at the date of event can confirm the higher respiratory rate than set or expected, irregular measured expiratory volumes and that there were several technical error alarm exp. Flow measuring error generated. The log also reveals that several technical error alarm exp. Flow measuring error were generated before the expiratory cassette returned in this complaint were installed in servo-u which indicates that the cause of the reported issue was not a fault in the expiratory cassette. Our conclusion is that there were issues during ventilation most probable due to the expiratory flow measuring errors, but these were not caused by a failure in the returned expiratory cassette. The returned expiratory cassette is faultless. The root cause of the expiratory flow measuring error has not been determined. The ventilator detected and alarmed correctly for the ventilation issues. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reporter that the ventilator¿s expiratory measurement failed while it was connected to a patient. The ventilator could not synchronize with the patient¿s spontaneous breathing and the apnea alarm was activated thereafter the ventilator switched form the pressure support mode of ventilation to the pressure control mode of ventilation. The operator changed the trigger settings but the patient effort was not detected, the displayed pressure curves were both positive and negative. The flow curves were not stable. The measured expiratory tidal volumes were reading 0- 6500 ml. The patient¿s distress increased and the blood pressure dropped to 60 mmhg. The ventilator was replaced. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).